Event description:
Ec45a echelon flex 45mm was used for surgery, loaded with gsr45a reloaded. Inserted through trocar and was fired. Stapler would not release. As a result laparoscopic procedure was converted into an open procedure. Operating room staff and surgeon attempted to release the stapler.